Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was admitted to the hospital due to exit block. The patient was not pacemaker dependent and had an intrinsic rhythm. There was an increase in pacing thresholds noted and an x-ray taken did not show any difference in the system from implant until now. It was noted that when the physician introduced a wire into the right ventricular (rv) lead brown liquid came out. There was also the same type of liquid at the header of the device. The system was explanted and replaced. There was no evidence of an infection. No adverse patient effects were reported. The system will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies, laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.